Event description:
It was reported that the patient returned to clinic for his first refill and a volume discrepancy was noted. The pump was aspirated of 38 ml; when less was expected. A rotor study was done and showed the rotor moved. A catheter dye study was attempted however, they were unable to aspirate the catheter and the test was stopped. A catheter replacement is being planned. The patient experienced a slight increase in spasticity but no withdrawal symptoms. The patient was provided oral baclofen.

Manufacturer narrative:
Results: used for catheter.